Event description:
Rptr believes their life and health care situation are in a precarious position and life may be in jeopardy. Rptr was diagnosed with pulmonary hypertension, a deadly disease that has no cure except lung transplant. The disease affects about 200 people in the state of florida, the second highest incidence next to the state of california. The disease affects mostly women of childbearing years but can also be found in infants, children and men. The disease causes the blood vessels in the lungs to become constricted and prevents a normal flow of blood from the heart, to the lungs and back to the heart. The pt usually dies of cardiac failure. Before the introduction of the flolan drug, life expectancy was 2 to 3 years, now it has increased to 3 to 5 years and even beyond. The drug does not prevent the onset of cardiac failure but prolongs the onset. The flolan drug, manufactured by glaxo wellcome, is administered intravenously using a central line surgically implanted in the pt and an ambulatory infusion pump. The dosage is measured in nanograms (1/1000 mg) and is based on the pt's weight and tolerance of the drug. The flow of drug must be continuous 24 hrs/day, 7 days/wk. Interruption of the drug may cause death within 30 mins. Rptr has been on the drug for over 2 years. It has been a lifesaver because rptr's disease was diagnosed when rptr was in an advanced state and was almost bedridden. Rptr is on the list for a double lung transplant. The wait is about 3 years for rptr's blood type and rptr has been on the list for just over one year. Rptr had their annual transplant reevaluation and was excited that there was no change in their condition, meaning that condition may have stabilized and there were no signs of cardiac failure. The drs began talking with rptr regarding going inactive on the transplant list if there are no changes in rptr's condition. A health svs co manages rptr's care regarding the administration of flolan. They supply all medical equipment, supplies, provide shipment of the drug, coordinate the dosage with dr and provide 24 hr/day telephone assistance. Mid-june, rptr received 2 infusion pumps from health service co to replace the ones rptr had been using that were scheduled for preventive maintenance. The following month rptr began to feel worse and was concerned that their disease had begun to progress. By the end of the month rptr began to experience heart palpitations (for the first time), chest pains, extreme tiredness and shortness of breath. During the daily changing of pump and IV medication, rptr examined the amount of medication that remained in the reservoir. The amount was much greater than should have remained after 24-hr dose. The error rate was over 20%, meaning rptr received less than 80% of their medication dosage. The following day, backup pump showed a similar error rate. Rptr called health svs co and they indicated that rptr's situation was an isolated case and said they would send new pumps. Dr suggested rptr be hospitalized to stabilize dosage until the new pumps arrived. At the hosp, rptr was placed on their currently prescribed dosage of the drug and received an overdose - indicating that rptr had not been or possibly never received that dosage of the drug. Rptr was transferred to ICU. Two pumps arrived and rptr's spouse and rptr set up a test to verify the pumps worked. The pumps failed miserably with error rates as high as 33%. Rptr tested a series of pumps that week and they were finally told by health svs co that they could not provide pumps that worked any better than the ones rptr already had. The product info sheet for the flolan drug states that the pump should deliver the medication at an error rate of +/- 6%. Realizing rptr was going to be detained in the hosp until rptr gave in and chose a set of pumps, rptr selected the best 2 of the lot and returned the remaining to gentiva. Once transferring from the hosp IV, rptr was underdosed because the hosp IV gave rptr a true dosage and the pumps now gave rptr a much lesser dose of the drug. Since hospitalization, rptr's quality of life has changed. Daily activities are extremely limited. Ability to walk is greatly diminished. Two weeks ago, rptr was placed on oxygen 24 hrs/day. Last week, rptr was given orders for bed rest. Once rptr was able to get up and around again, rptr finds that they still spend at least half of day in bed. Throughout this ordeal, rptr has had considerable discussions with health services co, sims deltec (the pump and tubing MFR) and glaxo wellcome (the drug MFR). Rptr received a letter from health services co that basically stated that there was no problem. At that time, they disclosed that the letter was only sent to 8 pts, the only pts they claimed had reported the problem. Five days later a letter was issued from health svs co to the physicians stating there was an underdosing problem relating to the extension tubing. There was no resolution, but they tried to understate the issue by stating that the problem had probably been occurring since clinical trials of the drug. In this letter, they stated that 15 pts were affected within the past 45 days. Rptr has discovered documents and complaints on the internet dated as far back as the first of june and have every reason to believe that more than 15 pts have reported the problem. The situation that has not been addressed at all by health services co and sims deltec is the inconsistency of the administration of the medication. Current dosage of the medication is 42 ng. Rptr currently averages anywhere from 35 to 39 ng epr day. Those days when rptr receives a lower dose of the drug guarantee that rptr will be spending the following day or two in bed. Sims deltec has indicated they are unable to reproduce the inconsistency of the dosage in a test environment. Rptr has provided them with documentation of actual dosing for the past month and continues to receive no response from them regarding this issue. Continued in b6.